Event description:
The customer reported that the system's monitor would display a black screen with a square when changing position from lateral to anterior posterior. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A wire in the high voltage cable assembly was repaired. The system was tested and found to be working as intended and put back into service.